Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Procedure date? Unknown, (B)(6) 2022. Event date? Unknown, (B)(6) 2022. Procedure name? Unknown, unknown breast and endocrine surgery. Additional event information: then, when the nurse tried to lock the reservoir to suction again, but it could not be locked properly. So, she did not lock it, but she crushed it with her hands, applying negative pressure. Another reservoir was not used. The nurse commented that she checked with the doctor to make sure there was no problem with the drainage, but the drainage itself was fine and there was no effect on the patient.

Event description:
It was reported a patient underwent an unknown breast and endocrine procedure on (B)(6) 2022 and a reservoir was used. Suctioning could be done in the operating room. The patient was then moved to the ward and waste fluid was collected once. The reservoir could not be locked. Then, when the nurse tried to lock the reservoir to suction again, but it could not be locked properly. Another reservoir was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h4, h6 component code: g07002 reported condition not confirmed. H3 evaluation: product sample received. Materials: locking mechanism of reservoirs was checked to verify its condition. Samples were evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, those were able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and sample evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.